Manufacturer narrative:
(B)(4). The reported field event of the inability extend the helix was confirmed in the laboratory. The lead was tested on the bench and the helix extension was noted to be out of specification. The cause of the field event was due to a potential manufacturing anomaly.

Event description:
It was reported that during lead implant procedure, when the helix of the lead was tested, the helix would not extend. So a new lead was implanted. The patient is doing well.